Manufacturer narrative:
Date of report received: 15 jul 2019. MFR received date: 22 jun 2019. A gas delivery system (gds) assembly was return for analysis. During further investigation (fi), failure analysis on the returned gds assembly revealed that the airflow accuracy testing, oxygen flow accuracy testing and the oxygen concentration accuracy testing all passed. Root cause: no fault found. Unable to replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the low o2 flow alarm occurred.there was no patient involvement. Event date not specified; estimate used.